Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the carelink connect kept losing connection with the minimed mobile app. Troubleshooting was performed and was assisted to force close the minimed mobile app. The issue was not resolved. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the software. The product will not be returned for analysis.

Manufacturer narrative:
Customer unable to upload through app, minimed mobile 2.1.0, iphone 12, ios 16.1.1 "an attempt to reproduce the reported event using minimed mobile app (software version 2.1.1) installed on iphone 14 pro max (ios 17.0.3) was conducted and confirmed the issue was not reproduced. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the d00780504, version c. After conducting a thorough investigation, we have found that most likely reason of the reported behavior was a carelink outage that happened around the time this issue was reported , which caused the app to be unable to upload snapshots. The following additional steps to resolve the issue were provided to the technical support: â¿¢ make sure that the phone and pump are next to each other during the process â¿¢ ensure both the phone and pump do not have any pairing in them â¿¢ delete and reinstall the minimed mobile application â¿¢ make sure that there are no any other apps which using a bluetooth connections on phone, remove them if any are present. â¿¢ reset network settings â¿¢ disable battery saving options on mobile device â¿¢ remind the customer that the uploads could last for 2 hours if a lot of data is being uploaded. â¿¢ if customer has recently updated the pump to 780g, delete the updater application from the phone â¿¢ clearing bluetooth cache the helpline team member has been informed to confirm with the customer whether the issue has been resolved or not. If the issue persists, please create a new ticket so that we can address the matter more effectively and efficiently. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.